Event description:
It was reported to medtronic neurosurgery that after implantation, the lumbar catheter was found to be leaking. According to the report, the catheter was replaced and there was no impact to the pt.

Manufacturer narrative:
The reported event described leakage of the edm catheter, however, only a stopcock was returned to the manufacturer. The catheter involved in the reported event was unavailable for return. Therefore an evaluation of device performance was not possible. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.